Event description:
During a pci procedure, the pt2 light support guide wire fractured. The lesion involved was a calcified, 100% stenotic chronic total occlusion in a distal right coronary artery. When a parallel wire technique was used with the pt2 light support guide wire and a whisper guide wire, the pt2 light support guide wire went into a false lumen and fractured. Attempts to retrieve with a snare were unsuccessful and the fractured segment remains in the pt. Pt status is listed as "good".